Event description:
It was reported that at the 3 month check-up, x-ray shows the bottom screw is approximatley 5mm out of the plate. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, possible adverse effects include:"bending, loosening or fracture if the implants...""reoperation..."